Event description:
It was reported that the patient's generator and lead were replaced. Return of the explanted products is not expected. No further relevant information has been received to date.

Event description:
The physician reported that after performing a system diagnostic test, the results indicated that a high impedance malfunction was occurring. Based on the length of implant for the lead and generator, it appeared likely that the cause of the high impedance was related to a lead fracture. The physician was told of the manufacturer's recommendation to replace the vns lead and generator. No surgical interventions are known to have occurred to date.